Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The erroneous results most likely were caused by sample aspiration issues. A sample volume that is too low would cause an aspiration issue. Liquid level detection alarms were found to occur during the time of the event. In addition, system reagent aspiration alarms also occurred. Low system reagent can lead to improper cleaning of the measuring cell, leaving it contaminated when subsequent measurements are performed. Low system reagent may also lead to low signal detection during the sample measurement and this would lead to false low results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received questionable results for a total of 5 patient samples tested for multiple assays on a cobas 8000 e 602 module (e602). Of the mentioned assays, two patient samples had erroneous results for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) that are reportable as malfunctions. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 0.088 uiu/ml for tsh. The sample was repeated on a different analyzer on (B)(6) 2016, resulting as 7.12 uiu/ml. The 7.12 uiu/ml value was believed to be correct and was reported outside of the laboratory. The sample was also repeated on the same analyzer on (B)(6) 2016, resulting as 7.22 uiu/ml. The second sample, from a (B)(6) female, initially resulted as 0.028 uiu/ml for tsh and 0.092 ng/dl for ft4. The sample was repeated on a different analyzer on (B)(6) 2016, resulting as 0.305 uiu/ml for tsh and 1.26 ng/dl for ft4. The tsh value of 0.305 uiu/ml and ft4 value of 1.26 ng/dl were believed to be correct and were reported outside of the laboratory. The sample was also repeated on a different analyzer on (B)(6) 2016, resulting as 1.05 ng/dl for ft4. The patients were not adversely affected. The tsh and ft4 reagent lot numbers and expiration dates were asked for, but not provided.